Event description:
It was reported by a user facility medwatch that the device was used during an unknown procedure. The device was inserted into the rectum for an anastomosis. The device fired the staples but did cut the tissue. Unable to remove the stapler without resecting the anastomosis, it is unknown how the case was completed or if there were consequences to the pt.